Manufacturer narrative:
We received one dpt without any attached components for examination. Priming solution was visible inside of the dpt. A visual examination found the gel pad was damaged, and some gel materials were observed in the dpt fluid path housing. The gel material moved but did not flush out to the patient side of the unit during continuous 5 minutes of flushing at pressure 345mmhg. There was no leakage found from the dpt during leak test. The dpt zeroed and sensed pressure accurately on a pressure monitor. Lot number was not provided; therefore review of the manufacturing records could not be completed. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that "unknown black material which was inside the dpt unit came out from the unit and got stuck to the zero stopcock when the customer flushed the line before use."